Event description:
Welch allyn received an vigilance report from (B)(6) in regards to an allegation of a pt that had sustained a deep vein thrombosis (dvt) on the right arm while using a automated blood pressure device. The customer did not provide any pt info.

Manufacturer narrative:
Welch allyn is reporting this event because it was associated with a serious injury, although there is no evidence of malfunction or causation at this time. A follow-up report will be submitted when the eval is complete.